Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot: 31766847l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation and the patient experienced st elevation / coronary artery stenosis that required percutaneous coronary intervention (pci). After at mapping in the left atrium (la), st elevation was confirmed on the relevant ECG. Since no effusion was detected by soundstar eci catheter, coronary angiography was performed and it revealed that the right coronary artery was embolized, and emergency pci was performed. After pci, as the st elevation subsided and stabilized, ablation was continued and the procedure was completed. Patient required extended hospitalization. Patient condition was reported as improved.